Event description:
Philips received a complaint by the customer on the v60 indicating that touchscreen wasn't responding to touch properly, and it only worked in a few spots. The customer attempted touchscreen calibration and received a touchscreen bad touch error message. The customer requested part number and price for replacement part. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse provided the customer with part number and price for the touchscreen. The customer replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.